Manufacturer narrative:
Our evaluation of the returned device confirmed the report. The wire guide was returned still stuck within another manufacturer's balloon and could not be removed. The catheter of the extraction balloon device was damaged such that it would be impossible to remove the wire guide. There were four damaged sections to the wire guide. Three of the damaged sections were within the other manufacturer's extraction balloon device. The fourth section was 12cm proximal to the hub of the extraction balloon device. The catheter of the extraction balloon device was removed from the wire guide in sections. There were two sections that were stuck within the extraction balloon device catheter and would not move within the catheter. The first section is near the distal end. Approximately 21 cm from distal ens is a 5.5cm section of bare core wire and the coating has been pulled over itself towards the distal end. When the catheter of the other manufacturer's extraction balloon device was cut away from this section it easily pulled over the wire guide. The second section is pulled up against the internal metal cannula of the other manufacturer's extraction balloon device. Approximately 178cm from distal end is an cm section of cut and frayed coating that has pushed up against the internal metal cannula within the extraction balloon device catheter, exposing approximately 9cm of bare core wire. The third section is pushed up against the hub of the other manufacturer's extraction balloon device. Approximately 218cm from the distal end is a section of coating that has bunched up and accordioned where the wire guide was stuck at the hub of the extraction balloon device. This section was stuck within a section of the extraction balloon device catheter at the hub that had spiraled due to the pressure exerted when an attempt was made during the procedure to remove the wire guide. The fourth section is proximal to the extraction balloon device hub and not in the catheter. Approximately 205cm from the proximal end of the wire guide there is minor damage to the coating. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined, it is possible the internal cannula in the other manufacturer's extraction balloon contributed to the damage to the wire guide coating, leading to the difficulty removing wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. The instructions for use for this product line instruct the user flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory devices(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(4) 2013, the following information was provided. During an endoscopic retrograde cholangiopancreatography (ercp), a cook acrobat calibrated tip wire guide was used. The wire guide got stuck inside of an olympus extraction balloon. After it became stuck, the nurse attempted to extract the wire by wrapping the wire around her finger and pulling hard. The part of the wire that was wrapped around her finger cut through the glove and cut her finger. On (B)(4) 2013 we received the returned device. Our evaluation of the device confirmed there was coating damage at the distal tip. On (B)(4) 2014, during final review of the file it was determined that the information in the evaluation indicated a reportable event had occurred. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the initial reporter, the nurse is fine. The cut was one inch long and not deep. The cut was cleaned and bandaged.